Event description:
A new tracheostomy tube was test inflated successfully and placed in 2002 . The user alleges that the tube cuff was slowly deflating and the user was adding air periodically until an emergent replacement was required 2 days later. There was no pt compromise.